Event description:
The customer reported the system lift button intermittently not working and the c-arm is not going up. No pt injury is reported.

Manufacturer narrative:
The service rep ordered a part, removed and replaced lift column power supply. System functioned as intended.